Event description:
The battery will no longer power a unit, causes autotest failure, and give misleading charge information. This could result in an unexpected shutdown because the normal low battery signal is not being given and the screen icon shows a charged battery. There was no report of patient involvement.